Event description:
It was reported that a cartridge change error occurred. Reportedly the issue resolved and the customer was able to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned